Event description:
Literature reference: andersson s, et al. "Gastric electrical stimulation for intractable vomiting in patients with chronic intestinal pseudoobstruction". Neurogastroenterol motil 2006; 18(9):823-30. Patient diaries, hospital records and investigation results before and after treatment were studied and compared to evaluate the long-term effect of gastric electrical stimulation (ges). In three diabetic patients with renal failure and dialysis, the temporary increase of nausea in association with renal impairment responded to an increase of dialysis frequency. One patient had dialytic treatment when entering the study. Two patients started dialytic treatment after implantation.

Manufacturer narrative:
This report is being submitted following an internal audit.